Manufacturer narrative:
Device evaluated by MFR: a synergy ii us mr 2.50 x 38 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid to distal stent regions were noted to be lifted from their crimped position bunched and pulled distally over the distal balloon cone. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found a kink measured at 250 mm distally form the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found damage of the inner shaft polymer extrusion at 3mm distal to the bicomponent bond. An attempt was made to load a test guidewire however it failed to pass the inner shaft polymer extrusion damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 02-feb-2021. It was reported that difficulty loading the wire occurred. The target lesion was located in the left coronary artery. A 2.50 x 38 synergy drug-eluting stent was used but the device could not load onto the guidewire. The procedure was completed with a different device and no patient complications were reported. However, returned device analysis revealed stent damage.